Manufacturer narrative:
Additional information: product components are manufactured at the following locations. Since the consumer has not returned the product to date, we are unable to determine at which locations this particular product was made. (B)(4): consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.

Event description:
Consumer reported she gently brushed her teeth and the brush chipped her two front teeth. Consumer also claims her male friend knocked three (3) of his teeth out. Medical treatment was not sought.